Event description:
The customer reported an over infusion of levophed on an ICU pt that occurred two days before the pt's death. Reportedly, approx 15 mins after a new bag was hung, the bag was empty. The only setting change was to the vtbi, which was entered as 225. "The clinicians felt it was a 'latch' problem but an alarm did not sound." The customer stated that there was no medical intervention provided as a result of the over infusion; the pt was on a ventilator. No additional pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The requested log review was performed. The pcu event log indicated the initial programming of the drug levophed (norepinephrine) was performed on the (B)(6) 2013 at approx 3:15 am as a non weight based primary infusion with a concentration of 16mg/250ml. On (B)(6) 2013 at 6:41 am, a new vtbi of 225ml was entered and the infusion was started with the rate at 28.125ml/h (dose=30mcg/min). There were three open door and flow stop alarms in 18 mins with each alarm lasting for approx one second. The user silenced the audio each time. Flow stop open alarm conditions caused the module to stop infusing. The infused volume for levophed was 7.55ml when the infusion was terminated by the user. The log also indicated the reported source pump module performed numerous prior programmed infusions without a reported infusion discrepancy. The cause for the terminated infusion could not be determined from the log analysis and no devices were returned for investigation. The root cause for the reported over infusion is unk.